Manufacturer narrative:
Investigation findings: four large and six small fragments of a ceramic femoral head as well as an unbroken ceramic insert were submitted for investigation. The components were forwarded to the manufacturer of the ceramic components (ceramtec gmbh, plochingen). · the density of the femoral head was analysed and found to comply with the delivery specification for biolox®forte components. The microstructure as obtained from the quality documents of both components meets the requirements as specified at the time of production, too. There is no indication of any pre-existing material defect. · secondary metal transfer patterns can be located on the insert and on the fragments of the femoral head as a result of contact with metal parts and/ or surgical instruments. · on the polished surfaces of both components metal debris can be found obviously coming from small metal particles which were ground up between the bearing surfaces. · on the polished surface of the fragments of the femoral head and on the inner sphere of the insert, a clearly restricted area with increased wear can be found. However, it cannot be determined whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the fracture event. Femoral head: · primary metal transfer can be found with varying intensity on the conical bore surface of the femoral head. · due to secondary damage and missing fragments, the primary fracture surface and the fracture origin cannot be identified. Insert: · primary regular metal transfer can be found with varying intensity on the taper of the insert. · metal transfer on the rim of the insert indicates impingement between the metal stem and the ceramic insert. However, it cannot be conclusively determined whether this metal transfer was caused by contact with the metal stem (either before or after the primary fracture event) or by surgical instruments used during the procedure to remove the insert from the metal cup. · the insert does not provide any indication regarding a possible cause for the failure of the femoral head. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: solely based on the condition of the provided fragments, no conclusion can be drawn regarding a possible cause for the fracture of the femoral head. While the 'twist in the shower' may be considered a potential contributing factor, there is no information regarding the circumstances under which it occurred. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with nk461 - biolox prosthesis head 12/14 28mm m. According to the complaint description, the implant broke postoperatively after 20+ years. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nh094/ sc/msc ceramics insert 28mm 56/58 sym. (Aesculap ag reference no.(B)(4).